Event description:
In 2002 - pt was seen by dr. For a possible deflation on left breast implant. Dr was not sure of deflation. Pt was seen again and it was determined they had a deflation. Pt had deflated left implant removed and replaced with "new" pip implant.